Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inanapropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and reviewed stored data. Ts discussed how based on stored data, an entrapped air bubble was suspected as the cause for the noisy signals. Ts discussed troubleshooting options, with therapy delivery disabled. Data from a day later was examined and oversensing of noisy signals no longer observed, so the patient could be discharged. This device remains in service. No additional adverse patient effects were reported.